Manufacturer narrative:
Examination of the returned product confirms the reported material fracture. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required was not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. C. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised to address a broken ceramic liner.

Manufacturer narrative:
***Update: the investigation has been re-opened because the supplier investigative report has been received. Examination by the manufacturing supplier has confirmed the reported fracture. The manufacturing supplier has determined the root cause to be misalignment of the liner and shell. A misaligned position of the ceramic insert in the shell leads to point contact between the insert and shell. This is the most likely reason for the fracture of the insert. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.